Event description:
It was reported that during a laparoscopic procedure, the device was not activated with the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was tested on generator and it was found that the max hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components. Corrosion was found at the hand activation dome max. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device.